Event description:
Customer called stating that his meter was not working properly. He was in memory and customer service assisted him with turning the meter off. Customer stated that he had received a reading of 9.4. He had not changed his medication based on the reading, but he did not know how long the meter had been reading with a decimal point. Customer service informed him that his meter had incorrect units of measure and assisted him with changing the units back to mg/dl.